Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. The explanted pump was not returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a previously unreported chronic driveline infection that had been treated with antibiotics. On (B)(6) 2016, the patient underwent a pump exchange due to the driveline infection. The vad clinician reported that the patient recovered from pump exchange, was discharged home and doing well. The clinician also reported that the patient routinely has elevated blood glucose levels due to noncompliance with diabetes management.